Event description:
Healthcare professional reported left side "rupture," "exchange from textured to smooth due to the patient concern of the implant,¿ and capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "rupture," "exchange from textured to smooth due to the patient concern of the implant,¿ and capsular contracture, baker grade iii. Healthcare professional also reported left side "foreign body granuloma reaction". Device was explanted.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed